Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2023).

Event description:
It was reported that one year six months and sixteen days post port placement, crack was allegedly found sixteen centimeters from the tip of the removed catheter. It was further reported that the patient complained of pain. However, there is no information provided regarding additional intervention or medication to treat pain. Reportedly, the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Two splits were noted on the port septum. A compound break was noted approximately 12.6cm from the distal end of the cath-lock and a partial circumferential break was noted approximately 13.1cm from the distal end of the cath-lock. Upon infusion, leaks from the breaks on the attached catheter were observed while water exited the distal end of the catheter. Therefore the investigation is confirmed for the reported fracture and identified wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one year six months and sixteen days post port placement, crack was allegedly found sixteen centimeters from the tip of the removed catheter. It was further reported that the patient complained of pain. However, there is no information provided regarding additional intervention or medication to treat pain. Reportedly, the port system was removed. There was no reported patient injury.